Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported by the pt that, "on (B)(6), 2008, at (B)(6) hospital in (B)(6), the pt had a right hip replacement" it was further reported that, "within months of having the surgery, his hip was squeaking loud enough for people to hear it and it has gotten worse over time. There is also an internal clicking and crunching that goes on all of the time."